Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. A vyaire certified service technician was able to verify the customer's reported issue. The service technician performed a touch screen calibration test and the device would only intermittently respond to touch command. Visual inspection revealed multiple severed scratches throughout the lcd display. The service technician replaced the lcd display and the reported issue was resolved. The device passed 87.2 hours of extended bench testing at the customer's settings. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the enve ventilator's touchscreen was not responsive. The customer confirmed that there was no patient involvement associated with the reported issue.